Manufacturer narrative:
A ge service rep performed an on site investigation. The cine hard drive was reformatted and the power connection checked. The cine functions were checked by fluoring in cine mode and saving and replaying cine runs. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a cine disk error message. The case was completed with another system. No pt injury was reported.